Event description:
The company was informed of an alleged incident via email on (B)(6) 2014. The alleged incident was described to the company as follows. Patient called her home health care provider to inform them that she was having problems with her helios 850 portable and had to have them changed on a regular basis due to the device not working properly. She stated that she was "going blue" due to lack of oxygen and had to switch to an alternate source of oxygen so she would not pass out. Per the report, the provider exchanged the device and tested the unit when it was received in. Results pending, the provider will be sending the unit back to the manufacturer for testing.